Manufacturer narrative:
The returned device was evaluated for shedding and a dimensional analysis performed. All dimensions conform to design requirements. The inner blade was observed to have a 1" gall pattern, 5" from the adapter body which is the likely source of the shedding. During a visual analysis it was observed that the adapter body had sustained an axial crack. Subsequent evaluation of outer blade runout indicated an excessive bend in the outer tube, in excess of straightness requirements. It was also observed that the inner blade had been assembled with a short heat shrink tube. The likely cause of the blade shedding is due to excessive load on the blade which caused galling of the inner tube surface. To mitigate the problems involving excessive load, a longer heat shrink sleeve was incorporated into the blade design on 06 feb 2012. The device manufacture date was 01 nov 2011, which predates the updated design change. The device was manufactured to the current specifications at the time. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was determined to be a design issue which has since been modified to address the issue. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
During a labrum-hip procedure it was reported that during bone shaving there were metal shavings. The blade was positioned at forty-five degrees. The doctor then used a back-up device and continued. The surgeon flushed out the joint and was confident that all pieces were removed. It was also reported that no more force than normal was required on the device during use in the procedure and that the bone quality of the patient was dense. There was a five minute delay, no patient injuries or complications reported. Patient was noted to be okay after the procedure.